Event description:
In 2005 at 3:00 pm, pt began convulsing, during a nap. Pt's spouse found that pt had fallen out of bed, and was sweating profusely. Spouse contacted the paramedics, and upon their arrival, pt was given a 5% dextrose IV, after which pt's blood glucose measured 71 mg/dl. No additional treatment was received.